Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up an unusual battery depletion was noted due to several oversensing episodes.

Manufacturer narrative:
Corrective data of the g2 date (date received by manufacturer). The last information received by manufacturer was the 23 june 2022 and not the 3 may 2022 as it was written in the last MDR version, which is the awareness date.

Event description:
Reportedly, during a follow-up an unusual battery depletion was noted due to several oversensing episodes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up an unusual battery depletion was noted due to several oversensing episodes.

Event description:
Reportedly, during a follow-up an unusual battery depletion was noted due to several oversensing episodes.